Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was full height drawer five in the auxiliary unit had a faulty drawer board. A field service engineer replaced the drawer controller board to resolve. Additionally, the helmer refrigerator was not detected on the bus during boot-up. The refrigerator was power cycled to restore functionality. All drawers and slides were tested to confirm proper operation. The top cover was opened to inspect connections within the electronics drawer, and accumulated dust was removed from beneath the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had no power. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.